Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. : the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient injected with 1 cc of juvéderm® ultra, 0.5 cc of juvéderm® volbella¿ xc and 2 cc of juvéderm® voluma¿ xc in the cheeks, tear troughs and lips. 13 days later, patient developed inflammatory nodules. Treatment provided as hylenex 2x, prednisone taper, and zantac 150mg. Event is ongoing at this time. This is the same event and the same patient reported under MDR ID #3005113652-2022-00265 (B)(6) and MDR ID #3005113652-2022-00254 (B)(6). This MDR is being submitted for juvéderm® voluma¿ xc.